Event description:
It was reported that a flo-gard infusion pump displayed a f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a functional power-on self-test. The f-38 alarm code was verified. The cause of the of the f-38 alarm code was determined to be damaged force sensing resistors. The sensors were out of stock and the device was swapped to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced and currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.